Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 28 aug 2023 rather than 29 aug 2023.

Event description:
New information received noted that the pacemaker had no response to the magnet during the telemetry test.

Event description:
It was reported the patient presented remotely via merlin.net. During investigation, it was discovered the pacemaker was in radio frequency (rf) lockout. The patient was brought into clinic where the pacemaker could not be interrogated. No changes or interventions have been reported. The patient was in stable condition.

Event description:
New information received noted the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with no output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.